Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that the operator found there were a few red blood cells (rbcs) in the platelet bag during the collection procedure. Then after the collection, they separated the platelet products and did not find any rbcs. The customer was concerned about cell hemolysis. The pt information is unavailable at this time. The disposable set is unavailable for return for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer declined to provide the patient's information.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no issues found in the DHR that were related to this event. The disposable set was unavailable for return and investigation, so the hemolysis in the platelet product could not be confirmed. Red blood cells (rbcs) in a product bag does not necessarily mean that there is hemolysis occurring in the set. Rbcs may enter the product bags during the collection procedure. This is referred to as a spillover. It is possible that this issue was a blood prime spillover. At about 4-5 minutes into the procedure, the sterile air in the channel was redirected to the platelet bag. Sometimes a few rbcs will flow up the line as well. The rbc detector was functioning at this time and will display the appropriate product verifications messages, if required. The reason the operator didn't receive a spillover message is because trima was not in the platelet collection state yet. Only a small amount of rbcs will enter the line during this type of spillover, so there may not have been enough cells to create a visible layer when the platelets were separated. The rbc detector on the trima monitors the set for anything that appears to be either a spillover or hemolysis. The operator was able to complete the procedure. Had there been hemolysis in the set, the rbc detector would have alarmed and discontinued the procedure. Root cause: based on the available information and the ability of the operator to complete the procedure, this was likely a blood prime spillover.